Event description:
It was reported during implant the left ventricular lead was unable to advance the guide wire through the lead. The lead was not used. A second left ventricular lead was attempted, yet it was not able to maintain position in the branch. The lead was not used. A third left ventricular lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).